Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Asr revision reported by sales rep, left, reason for revision component loosening - cup asr revision osteolysis. Update rec'd 09/12/2016- litigation papers received. In addition to what was previously reported, patient was revised to address pain. Complaint was updated 10/02/2016. Update - 09/19/2016 medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the revision surgery notes reported elevated metal ion levels, avulsed abductor tendons updated cup/head and added stem. The complaint was updated on: 10/14/2016.